Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following a fall, the patient's lead exhibited high impedances. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: d1, d2, and g3 [PMA/510k] were updated to reflect the updated device information.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2023 wherein the right extension was explanted and replaced to address the issue.